Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer reset pump and changed infusion set, resuming insulin therapy. Reportedly, the customer continued to use pump for insulin therapy.